Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a deterioration in the recipient's aided thresholds which are now at a severe to profound level. There is no report of any accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In may 2018 the recipient's aided thresholds were reported to have deteriorated and dropped to severe to profound level. However, the child had not responded consistently to sound since activation; hearing seemed to be present on some days but not on others. It is not clear if the decreased hearing performance was a comparison with this device over time or with the previously implanted device. Aided speech testing from the first implant was very limited due to child's age at that time. The recipient was re-implanted with another manufacturer_s device.